Event description:
Olympus was informed that the customer visera 4k ultra high-definition camera control unit¿s was ¿giving error code e230 and the staff went through multiple scopes and the error remains. White lines flashed on the screen¿. The customer reported e230 (ccu error) was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. Upon inspecting and testing of the device, the customer¿s reported problem could not be confirmed/duplicated. The device was working appropriately. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.